Event description:
A surgeon reported that an ultrasound delivery dysfunction occurred during a cataract surgery. There were no consequences for the pt. This is one of two medical device reports being filed for this facility. Add'l info has been requested but not received to date.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info have been requested but not received to date. (B)(4).